Manufacturer narrative:
Terumo corp has not received the actual device for eval; therefore, the investigation has yet to be completed. Terumo plans on submitting a f/u report when the investigation is completed and more info becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular systems that out of box the manifold tubing off the arterial outlet cracked near the luer connection of the oxygenator. No pt involvement as this occurred during set up. The product was not used. The surgery was completed successfully.